Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device has an error code on the display stating therapy will run without humidification. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, heater plate is not working, has electrical damage and iu bezel with scratches. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.